Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that during the insertion of the infusion set, the holder cap disconnected and the introductory needle remained in cannula housing. No adverse event was reported. The infusion set cannot be returned for legal and customs issues.